Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("kept 4 front teeth but had to get them all") and experienced abdominal distension ("swollen belly"), erythema ("skin redness"), acne cystic ("cystic acne"), asthma ("severe asthma") and cyst ("cysts"). The patient was treated with dental fissures. Essure was removed. At the time of the report, the medical device removal, tooth extraction and cyst outcome was unknown and the abdominal distension, erythema, acne cystic and asthma was resolving. The reporter considered abdominal distension, acne cystic, asthma, cyst, erythema, medical device removal and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent tooth extraction ("kept 4 front teeth but had to get them all") and medical device removal (seriousness criteria medically significant and intervention required) and experienced oral pain ("mouth pain"), cyst ("cysts "), erythema ("skin redness"), acne cystic ("cystic acne"), asthma ("severe asthma") and abdominal distension ("swollen belly"). Essure was removed. At the time of the report, the tooth extraction, oral pain, cyst and medical device removal outcome was unknown and the erythema, acne cystic, asthma and abdominal distension was resolving. The reporter considered abdominal distension, acne cystic, asthma, cyst, erythema, medical device removal, oral pain and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added. Event added: cysts. On 01-apr-2020: information received via social media: new event medical device removal, erythema, cystic acne, asthma, swollen belly were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.